Event description:
On july 12, 2006, kinetikos medical, inc., was informed of the explant of a subtalar mba orthopedic foot implant to address pain reported by the female patient three months following the original implant date. The attending physician could not be contacted for particulars. The device was not returned to kmi for evaluation. An investigation was initiated on the same day, kinetikos medical, inc., was informed of the explant of a subtalar mba five days earlier. The explant was performed at the discretion of the attending physician to address pain reported by the female patient three months after its original implant surgery. Product report was initiated to facilitate documentation of the investigation.

Manufacturer narrative:
Identifying the root cause: the information collected in conjunction with this explant was limited to the following: explant date, reason the explant was performed, physicians name and address, patients sex and age, original implant date. Though several telephone and fax contact attempts (6 total) were made over a two-week period, dr. Never personally responded any information surrounding this explant; all information received was from the kmi sales rep who was not present at the explant surgery. The surgery had been peformed to address pain in the sinus tarsi. The patient's post-surgical prognosis was not reported. No implant lot, size or condition information provided. As the device was not returned to kmi for evaluation and no lot identification information was provided, no actual device or record research evaluation could be performed. Corrective/preventative action: given the absence of key product input or any other information that would suggest a specific deficiency in the implant, no corrective action or preventative actions are being prescribed at this time. Risk assessment: the documented success rate of mba, combined with the absence of any verified defective implants reported to date validates the kmi subtalar mba's safety and effectiveness (less than 01.5% of the 14,000+ subtalar mba's have been explanted to date, 99+% of which were performed after permanent correction of the patient's hyperpronated foot condition.) Post-market surveillance: post-market surveillance of the subtalar mba system will continue. All sources and types of product information will be taken into consideration, reviewed by kmi management, and will be employed to facilitate incremental improvements if deemed appropriate and to ensure the continued safety and efficacy of this implant system.